Event description:
A malfunction code was reported by the customer, identified as "malf 12." There was no adverse impact to the customer's blood glucose level, which remained within a normal range. Technical support assisted the customer by providing pump reset instructions, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.